Event description:
It was reported that air bubbles were observed in an undefined area . Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.